Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection at the abutment site and subsequently was administered antibiotics (date and type not reported). The implanted device remains.